Event description:
It was reported to olympus that a telescope had an abnormal image and damage to the front cover glass. The reported problem was found during inspection before use. The intended procedure is uterine cavity examination. The facility finished the procedure with another one. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, it was found that image had shadow due to broken and displaced lens. The eyepiece cup had dents and the guide screw was broken. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k897003/ k904939.

Manufacturer narrative:
Corrected fields: d10 (inadvertently missed on the initial), g2 (added missed selection). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Event 1: the front cover glass was reported as damaged. Based on the results of the investigation, the root cause could not be determined as this event was not confirmed or reproduced. Event 4: the guide screw was broken. Based on the results of the investigation, the root cause could not be determined. It is likely the event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.